Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ chronic pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding") and autoimmune disorder ("autoimmune type symptoms") in a (B)(6)-year-old female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. On (B)(6) 2012, the same day after starting essure, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required). On (B)(6) 2013, the patient experienced adnexa uteri pain ("pain bilaterally in tubes") and menometrorrhagia ("bleeding for 3-3½ weeks, with consistently irregular menses"). On (B)(6) 2013, the patient experienced bacterial vaginosis ("bacterial vaginal infections/ chronic bacterial vaginosis"), nausea ("nausea") and vomiting ("vomiting"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and clinically significant/intervention required), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal distension ("bloating") and hypersensitivity ("allergic symptoms"). The patient was treated with oral contraceptive nos, metronidazole (flagyl), oxycocet (percocet), promethazine (phenergan), total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy on (B)(6) 2015, and dilatation and curettage on (B)(6) 2014. Essure was withdrawn. On (B)(6) 2015, the pelvic pain, uterine haemorrhage, autoimmune disorder, bacterial vaginosis, abdominal pain, abdominal distension, nausea, vomiting, hypersensitivity, adnexa uteri pain and menometrorrhagia had resolved. The reporter considered pelvic pain, uterine haemorrhage, autoimmune disorder, bacterial vaginosis, abdominal pain, abdominal distension, nausea, vomiting, hypersensitivity, adnexa uteri pain and menometrorrhagia to be related to essure. The reporter commented: on (B)(6) 2013 plaintiff complained of pelvic pain. On (B)(6) 2013 she complained of pain, so severe, having nausea and vomiting. On (B)(6) 2013 again she complained of pelvic pain and irregular bleeding. On (B)(6) 2013 again she complained of pelvic pain with an increase in nausea and vomiting. On (B)(6) 2014 plaintiff had a laparoscopy and hysteroscopy due continual complaints of severe pelvic pain, nausea and vomiting. On (B)(6) 2015, plaintiff underwent a total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy due to chronic pelvic pain since the essure implantation. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2013: hysterosalpingogram result was fallopian tubes appear occluded bilaterally. On (B)(6) 2013: ultrasound scan vagina result was essure coils noted in adnexa. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe chronic pelvic pain, abnormal uterine bleeding and autoimmune type symptoms. Coils were removed approximately 2 years after insertion. Pelvic pain and uterine bleeding are anticipated in the reference safety information for essure while autoimmune type symptoms is unanticipated. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, these events were assessed as related to essure use. Essure is a method of local, mechanical action, being very unlikely its systemic influence (excluding an eventual allergic reaction to nickel and/or titanium). Therefore, causality between this device and the event autoimmune type symptoms was considered as unrelated. This case was regarded as incident since intervention was required. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pelvic pain ('severe pelvic pain/ chronic pelvic pain') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 2 years 10 months after insertion of essure. On (B)(6) 2013, the patient experienced adnexa uteri pain ("pain bilaterally in tubes") and menometrorrhagia ("bleeding for 3-3½ weeks, with consistently irregular menses"). On (B)(6) 2013, the patient experienced bacterial vaginosis ("bacterial vaginal infections/ chronic bacterial vaginosis"), nausea ("nausea") and vomiting ("vomiting"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune type symptoms"), abdominal pain ("severe abdominal pain"), abdominal distension ("bloating"), hypersensitivity ("allergic symptoms") and genital haemorrhage ("abnormal bleeding"). The patient was treated with antibiotics, oral contraceptive nos, oxycodone hydrochloride;paracetamol (percocet), promethazine and surgery (dilatation and curettage on (B)(6) 2014 due continual complaints of abnormal uterine bleeding and total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy on (B)(6) 2015). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the pelvic pain, uterine haemorrhage, autoimmune disorder, bacterial vaginosis, abdominal pain, abdominal distension, nausea, vomiting, hypersensitivity, adnexa uteri pain and menometrorrhagia had resolved. At the time of the report, the device dislocation and genital haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, autoimmune disorder, bacterial vaginosis, device dislocation, genital haemorrhage, hypersensitivity, menometrorrhagia, nausea, pelvic pain, uterine haemorrhage and vomiting to be related to essure. The reporter commented: on (B)(6) 2013 plaintiff complained of pelvic pain. On (B)(6) 2013 she complained of pain, so severe, having nausea and vomiting. On (B)(6) 2013 again she complained of pelvic pain and irregular bleeding. On (B)(6) 2013 again she complained of pelvic pain with an increase in nausea and vomiting. On (B)(6) 2014 plaintiff had a laparoscopy and hysteroscopy due continual complaints of severe pelvic pain, nausea and vomiting. On (B)(6) 2015, plaintiff underwent a total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy due to chronic pelvic pain since the essure implantation. Discrepancy noted in insertion date- (B)(6) 2010 and removal date- (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: fallopian tubes appear occluded bilaterally. Ultrasound scan vagina - on (B)(6) 2013: results: essure coils noted in adnexa. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received. Events: migration, abnormal bleeding added. Event of autoimmune disorder downgraded to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pelvic pain ('severe pelvic pain/ chronic pelvic pain') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 2 years 10 months after insertion of essure. On (B)(6) 2013, the patient experienced adnexa uteri pain ("pain bilaterally in tubes") and menometrorrhagia ("bleeding for 3-3½ weeks, with consistently irregular menses"). On (B)(6) 2013, the patient experienced bacterial vaginosis ("bacterial vaginal infections/ chronic bacterial vaginosis"), nausea ("nausea") and vomiting ("vomiting"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune type symptoms"), abdominal pain ("severe abdominal pain"), abdominal distension ("bloating"), hypersensitivity ("allergic symptoms") and genital haemorrhage ("abnormal bleeding"). The patient was treated with antibiotics, oral contraceptive nos, oxycodone hydrochloride;paracetamol (percocet), promethazine and surgery (dilatation and curettage on (B)(6) 2014 due continual complaints of abnormal uterine bleeding and total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy on (B)(6) 2015). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the pelvic pain, uterine haemorrhage, autoimmune disorder, bacterial vaginosis, abdominal pain, abdominal distension, nausea, vomiting, hypersensitivity, adnexa uteri pain and menometrorrhagia had resolved. At the time of the report, the device dislocation and genital haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, autoimmune disorder, bacterial vaginosis, device dislocation, genital haemorrhage, hypersensitivity, menometrorrhagia, nausea, pelvic pain, uterine haemorrhage and vomiting to be related to essure. The reporter commented: on (B)(6) 2013 plaintiff complained of pelvic pain. On (B)(6) 2013 she complained of pain, so severe, having nausea and vomiting. On (B)(6) 2013 again she complained of pelvic pain and irregular bleeding. On (B)(6) 2013 again she complained of pelvic pain with an increase in nausea and vomiting. On (B)(6) 2014 plaintiff had a laparoscopy and hysteroscopy due continual complaints of severe pelvic pain, nausea and vomiting. On (B)(6) 2015, plaintiff underwent a total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy due to chronic pelvic pain since the essure implantation. Discrepancy noted in insertion date- (B)(6) 2010 and removal date- (B)(6) 2016 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: fallopian tubes appear occluded bilaterally. Ultrasound scan vagina - on (B)(6) 2013: results: essure coils noted in adnexa. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pelvic pain ('severe pelvic pain/ chronic pelvic pain') and abnormal uterine bleeding ('abnormal uterine bleeding') in a 28-year-old female patient who had essure (batch no. Dm10799) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, endometriosis, gravida ii, parity 2, pelvic pain female and cystoscopy. Previously administered products included for an unreported indication: depo-provera. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 2 years 10 months after insertion of essure. On (B)(6) 2013, the patient experienced adnexa uteri pain ("pain bilaterally in tubes") and menometrorrhagia ("bleeding for 3-3½ weeks, with consistently irregular menses"). On (B)(6) 2013, the patient experienced bacterial vaginosis ("bacterial vaginal infections/ chronic bacterial vaginosis"), nausea ("nausea") and vomiting ("vomiting"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abnormal uterine bleeding (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune type symptoms"), abdominal pain ("severe abdominal pain"), abdominal distension ("bloating"), hypersensitivity ("allergic symptoms") and genital haemorrhage ("abnormal bleeding"). The patient was treated with antibiotics, oral contraceptive nos, oxycodone hydrochloride; paracetamol (percocet), promethazine and surgery (dilatation and curettage on (B)(6) 2014 due continual complaints of abnormal uterine bleeding and total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy on (B)(6) 2015). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the pelvic pain, abnormal uterine bleeding, autoimmune disorder, bacterial vaginosis, abdominal pain, abdominal distension, nausea, vomiting, hypersensitivity, adnexa uteri pain and menometrorrhagia had resolved. At the time of the report, the device dislocation and genital haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal uterine bleeding, adnexa uteri pain, autoimmune disorder, bacterial vaginosis, device dislocation, genital haemorrhage, hypersensitivity, menometrorrhagia, nausea, pelvic pain and vomiting to be related to essure. The reporter commented: on (B)(6) 2013 plaintiff complained of pelvic pain. On (B)(6) 2013 she complained of pain, so severe, having nausea and vomiting. On (B)(6) 2013 again she complained of pelvic pain and irregular bleeding. On (B)(6) 2013 again she complained of pelvic pain with an increase in nausea and vomiting. On (B)(6) 2014 plaintiff had a laparoscopy and hysteroscopy due continual complaints of severe pelvic pain, nausea and vomiting. On (B)(6) 2015, plaintiff underwent a total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy due to chronic pelvic pain since the essure implantation. Discrepancy noted in insertion date- (B)(6) 2010 , (B)(6) 2012 (as per mr) and removal date- (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: fallopian tubes appear occluded bilaterally. Ultrasound scan vagina - on (B)(6) 2013: results: essure coils noted in adnexa. Most recent follow-up information incorporated above includes: on 15-jun-2021: medical record received: lot number, medical history, patient's date of birth, reporter information added. Rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pelvic pain ('severe pelvic pain/ chronic pelvic pain') and abnormal uterine bleeding ('abnormal uterine bleeding') in a 28-year-old female patient who had essure (batch no. Dm10799-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, endometriosis, gravida ii, parity 2, pelvic pain female and cystoscopy. Previously administered products included for an unreported indication: depo-provera. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 2 years 10 months after insertion of essure. On (B)(6) 2013, the patient experienced adnexa uteri pain ("pain bilaterally in tubes") and menometrorrhagia ("bleeding for 3-3½ weeks, with consistently irregular menses"). On (B)(6) 2013, the patient experienced bacterial vaginosis ("bacterial vaginal infections/ chronic bacterial vaginosis"), nausea ("nausea") and vomiting ("vomiting"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abnormal uterine bleeding (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune type symptoms"), abdominal pain ("severe abdominal pain"), abdominal distension ("bloating"), hypersensitivity ("allergic symptoms") and genital haemorrhage ("abnormal bleeding"). The patient was treated with antibiotics, oral contraceptive nos, oxycodone hydrochloride;paracetamol (percocet), promethazine and surgery (dilatation and curettage on (B)(6) 2014 due continual complaints of abnormal uterine bleeding and total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy on (B)(6) 2015). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the pelvic pain, abnormal uterine bleeding, autoimmune disorder, bacterial vaginosis, abdominal pain, abdominal distension, nausea, vomiting, hypersensitivity, adnexa uteri pain and menometrorrhagia had resolved. At the time of the report, the device dislocation and genital haemorrhage outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal uterine bleeding, adnexa uteri pain, autoimmune disorder, bacterial vaginosis, device dislocation, genital haemorrhage, hypersensitivity, menometrorrhagia, nausea, pelvic pain and vomiting to be related to essure. The reporter commented: on (B)(6) 2013 plaintiff complained of pelvic pain. On (B)(6) 2013 she complained of pain, so severe, having nausea and vomiting. On (B)(6) 2013 again she complained of pelvic pain and irregular bleeding. On (B)(6) 2013 again she complained of pelvic pain with an increase in nausea and vomiting. On (B)(6) 2014 plaintiff had a laparoscopy and hysteroscopy due continual complaints of severe pelvic pain, nausea and vomiting. On (B)(6) 2015, plaintiff underwent a total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy due to chronic pelvic pain since the essure implantation. Discrepancy noted in insertion date- (B)(6) 2010 , (B)(6) 2012 (as per mr) and removal date- (B)(6) 2016 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: fallopian tubes appear occluded bilaterally. Ultrasound scan vagina - on (B)(6) 2013: results: essure coils noted in adnexa. Lot number reported (dm10799) is not valid. Most recent follow-up information incorporated above includes: on (B)(6) 2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 29-mar-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe chronic pelvic pain, abnormal uterine bleeding and autoimmune type symptoms. Coils were removed approximately 2 years after insertion. Pelvic pain and uterine bleeding are anticipated in the reference safety information for essure while autoimmune type symptoms is unanticipated. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, these events were assessed as related to essure use. Essure is a method of local, mechanical action, being very unlikely its systemic influence (excluding an eventual allergic reaction to nickel and/or titanium). Therefore, causality between this device and the event autoimmune type symptoms was considered as unrelated. This case was regarded as incident since intervention was required. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.